Event description:
It was reported that a 2.25x18mm xience xpedition stent was implanted in the marginal coronary artery with noted good results. The delivery system was removed and post dilatation was not performed. While the patient remained on the operating table, he complained of shortness of breath and an antiplatelet medication was given. An electrocardiogram was performed displaying changes but no myocardial infarction. An angiogram was performed and a dissection was noted at the implanted stent site. The patient was re-wired and post dilation was performed and another unspecified stent was placed, successfully treating the dissection. Per intravascular ultrasound (ivus) the implanted stents were fully apposed, finishing the procedure. There was no additional patient sequela and no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.